Manufacturer narrative:
(B)(4). Model: igtcfs-65-2-uni-celect-pt similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. Complete device returned - femoral introducer inside the blue sheath and penetrating ~12cm from distal tip. 4 incipient penetrations from 0-6cm proximal to penetration and 7 kinks distal to the penetration. ~13-14 cm of the filter/introducer have penetrated the sheath and one of the secondary filter legs is bent. Considering the fact that retrieval of an exposed filter may harm the patient and cause severe damages to the filter, the filter may have been further advanced through the sheath after removal from patient. Under normal conditions the sheath is strong enough to accomplish the procedure. The sheath may bend, if exposed to force. And if the filter is forcefully advanced through a bent sheath, it may be prone to exceed the sheath wall. From the IFU: "excessive force should not be used to place the filter." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a patient was admitted for routine insertion on an ivc filter for pe prevention. On angiography the patient was found to have tortuous vessels. Dr. Proceeded to insert the celect pt ivc filter via the femoral vein. He experienced resistance and noted on angiography that the celect filter had punctured through the delivery sheath of the filter and was traveling along side the delivery sheath independently. With caution he removed the filter. They set the filter aside and opened another set and inserted another celect pt filter using the jugular approach without further complications. The patient suffered no ill effect and is recovering in hospital. Patient outcome: the patient did require additional procedures due to this occurrences: jugular puncture and insertion of the ivc filter via jugular approach was performed. No adverse effects to the patient were reported.